Event description:
The manufacturer's field service engineer (fse) reported that during servicing, fse observed error messages of occlusion (safety valve open alarm) and air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the sensor pcba for evaluation. Visual inspection of the returned sensor board revealed no evidence of damage or contamination. The sensor pcba was tested and no failures were identified. Therefore, the reported issue could not be confirmed. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no problem found.